Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08730 inches. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. Device uploaded properly using carelink. Device had a minor scratched display window. The information that provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2019.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 458 mg/dl at the time of incident and the current blood glucose level was 135. The customer was assisted with troubleshooting. The customer was treated with manual injection for high blood glucose. The customer stated that the symptoms related to high blood glucose such as nausea, vomiting and abdominal pain. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer mother stated that they tested his ketones and shows positive result and also they back and will not proceed to continue troubleshooting as the patient would be admitted to the hospital. Customer stated that they did alleging possible pump under delivery. He customer stated that the insulin pump had insulin flow blocked alarm during basal. The insulin pump will be returned and reservoir will not be returned for analysis.